Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (component code, clinical code, device code, type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including nonischemic cardiomyopathy (nicm), htn, hf, congenital anomalies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of six (6) years and one (1) month due to severe stenosis. The patient presented with heart failure. The tavr has not yet been scheduled.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of six (6) years and one (1) month due to unknown reasons.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2. H11: corrected data: b2, h6 (health effect - impact code).

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 6 years, 9 months due to severe stenosis. The patient presented with heart failure. The tavr was performed with a 23mm 9755rsl transcatheter valve. The patient tolerated the procedure well and was discharged on pod #1.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency."" There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including smoking, nonischemic cardiomyopathy (nicm), htn, hf, congenital anomalies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation).